Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective inspiratory valve. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: technical ebent (te) 231005.